Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri45 implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Pauses in the right ventricular pacing were seen.

Event description:
It was reported that two days after implant of the implantable pulse generator (ipg) there was oversensing with underpacing of the right ventricle, with occasional ventricular dropped beats noted on the electrocardiogram strips. The device was reprogrammed to a less sensitive setting and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.